Event description:
It was reported that a "foreign matter" was observed on the return line of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was received, and a photograph was provided for evaluation. Visual inspection of the photo did not identify any abnormalities that could have contributed to the reported condition. Further inspection of the actual sample return line did not show any particulate matter present on the tubing. No issues were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.